Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. E1/establishment name: (B)(6) maternity surgery and laparoscopy center; e1/establishment address: (B)(6).

Event description:
The customer reported to olympus, the video system center was displaying multiple color bar on image. The issue was found during preparation for use for a diagnostic endoscopy. The procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the evaluation and legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's malfunction was confirmed.  Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the "color bars are displayed on image" event occurred due to the bad receptacle unit. Olympus will continue to monitor field performance for this device.